Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d4-lot, d8, d9, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The probe was broken at 15.94 mm from its distal end, broken probe tip was not returned. Based on the results of the investigation, the issue is attributed to stress related problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat's plier jaws broke after a few moments of use during a lobotomy by video assisted thoracoscopy. There was no indication that device components fell within patient anatomy. There was a five-minute delay while a similar back up olympus device was prepared. The procedure was completed without any issues. There was no patient injury or medical intervention associated with this event.